Event description:
The facility representative reported a colleague infusion pump with false air in line alarm. It is unknown when this condition occurred. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm was confirmed. The root cause was due to the air in line printed circuit board being out of calibration. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.